Event description:
During preparation, as the device was being flushed a leak was noted in the balloon part of the device. There was no patient contact and the procedure was completed with a second device.

Manufacturer narrative:
A device history record review confirmed the device met all material, assembly and performance specifications. Analysis of the returned device found a perforation in back wall of the proximal inner shaft under the manifold, opposite the inflation lumen. The device failed to inflate as there was a leak due to the perforation. The perforation was most likely caused by a needle/syringe system or a guidewire used during preparation as no tools are inserted into the manifold inflation port during manufacture. Therefore, it was concluded that operational context was the most likely cause of the reported event. (B)(4)

Event description:
During preparation, as the device was being flushed a leak was noted in the balloon part of the device. There was no patient contact and the procedure was completed with a second device.